Event description:
During the total laparoscopic hysterectomy, the distal tip of the harmonic device was noted to have broken during active use. The patient sustained no observable injury as a result. The device fragment was retrieved from the surgical field and secured with the handpiece.